Event description:
Boston scientific received information that the lead safety switch was triggered due to out of range pacing impedance measurements on the right atrial (ra) lead. It was also noted that the pacing thresholds were high. The device was reprogrammed to unipolar and pacing impedance measurements and pacing thresholds were within normal range. An x-ray was performed which showed that the ra lead was not all the way in the connector. The device was left programmed to unipolar and no further changes were made. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.